Event description:
The removable dmlc base plate was not secured correctly during its mounting onto the linac. As a result the device fell from the linac during gantry rotation. This event incurred some superficial injuries to the patient, which was positioned on the couch for treatment. The resulting injuries were examined by a clinician and were not considered serious.